Manufacturer narrative:
A faxed copy of the provue results were returned to mts for additional investigation. A review of the info confirmed the sample ID was misread by the instrument. Barcode labels were not returned to mts for investigation. Therefore, the barcode quality or type used by the customer could not be investigated. No definitive root cause was identified. The instrument correctly identified the sample upon repeat testing. Repairs were not required to return the analyzer to expected operation.

Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the discrepancy between the sample identification on the barcode label and the provue, preventing erroneous results from being reported.